Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the suspected single leaflet attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2014 one mitraclip was implanted in the patient with grade 4 degenerative mitral regurgitation (mr) reducing mr to grade 1-2. On (B)(6) 2018 a single leaflet detachment was suspected on the echocardiogram; the clip is still attached to the anterior leaflet and mr grade returned to 4. The physician reported that it is unclear if the recurrent mr is due to new pathology or the possible single leaflet attachment. A second mitraclip procedure was performed on (B)(6) 2018. One mitraclip xtr was implanted reducing mr grade to 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A definitive cause for the reported single leaflet device attachment (slda) could not be confirmed. It is possible that the patient pathology/morphology contributed to the slda. The mr was a cascading effect of slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.